Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "sizer exploded."

Event description:
Sales representative reported on behalf of healthcare professional "sizer exploded". The device was not implanted; patient contact is unknown.